Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis # (B)(4): as per s & r inspection results, during the inspection at the time of acceptance, it was observed that the image was cloudy and there was coupler malfunction (loose). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the image appears cloudy. There was no patient involvement reported. There were no further complications reported regarding the event.